Event description:
Account found calcium recovery increased significantly after recalibration and several samples run prior to the calibration were higher when repeated. The incorrect results were not used to guide threrapy. The field service representative found the issue was caused by a bad probe and repaired the instrument by replacing the probe.